Manufacturer narrative:
Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson(jnj) intraocular lens (iol) had a lens defect in the optic. The iol was inserted and then removed. The procedure was completed with a backup lens of the same model and diopter. There were no other complications such as a capsule tear, unplanned vitrectomy, or sutures. Customer indicated for the cartridge lubrication they used alcon balance salt solution (bss) at room temperature and no additives. Customer reported the certified ophthalmic assistant (coa) performs the initial movement of the lens. No further information was provided.